Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 443 mg/dl. The customer stated that his pump was vibrating and beeping. The customer stated that he was a little sick and was in pain. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer stated that he kept the pump in his pocket and was able to clear the alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer did not have a tubing clamp to troubleshoot. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.